Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing chest pain presented to emergency room. Upon interrogation via CT scan, pericardial effusion caused by lead perforation along with micro-dislodgement was observed on the right ventricular lead. Lead reposition was attempted; however, the helix would not retract. The lead was explanted and replaced. The patient was stable after the procedure.